Event description:
It was reported that during a robotic sleeve gastrectomy procedure, the device would not fire. It is unknown how the case was completed. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 04/13/2012. Per emily assistant manager-the surgeon went to use the device on tissue, held pressure then pressed the red fire button and the device would not fire. The battery was taken out and put back in and the device still would not fire. This was the first firing and there were no patient consequences. The reverse switch was attempted however the device released with top lever. Another device was used. On what tissue type was the device used? At what location on the tissue? Stomach. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Unknown. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? First. What color cartridge was being used? Green. What other color cartridges were used before and after this event? Na. Was buttressing material utilized? Peristrips. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? Yes. Is there any other additional information you would like to share about this device or procedure? No.

Manufacturer narrative:
(B)(4). Bulkhead contacts. The analysis found that the device was returned with the bulkhead contacts damaged. All functional tests not relating to firing the device were conducted per the standard product inquiry investigation and the device performed as intended. The bulkhead contacts provide the electrical contact between the contacts on the battery pack and the device. If these contacts are damaged, and all four posts do not make contact with the battery terminals, power will not be delivered to the device. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.